Manufacturer narrative:
B5 event description updated. G1 MFR contact first and last name updated.

Event description:
Champion af study. It was reported that a device failure to seal and a device related thrombus occurred. Prior to the index procedure, aspirin (81 mg/day) was administered. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 22.6 mm. The same day the patient was discharged on aspirin (81 mg/day) and apixaban (5 mg twice/day). On (B)(6) 2022, during a computed tomography (CT) angiography for an ablation procedure, a peri device leak measuring 4mm and a 4mm thrombus on the atrial facing surface of the closure device were discovered. Three days post CT the patient underwent an ablation procedure. Post procedurally the patient experienced atrial fibrillation and cardioversion was performed. On (B)(6) 2023, the patient began non vitamin k antagonist oral anticoagulants (noac). No further patient complications were reported. It was further reported that in (B)(6) 2023 computed tomography (CT) revealed the thrombus was no longer present on the surface of the closure device. A thrombus was identified within the closure device and the peri device leak persisted.

Event description:
Champion af study: it was reported that a device failure to seal and a device related thrombus occurred. Prior to the index procedure, aspirin (81 mg/day) was administered. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 22.6 mm. The same day the patient was discharged on aspirin (81 mg/day) and apixaban (5 mg twice/day). On (B)(6) 2022, during a computed tomography (CT) angiography for an ablation procedure, a peri device leak measuring 4mm and a 4mm thrombus on the atrial facing surface of the closure device were discovered. Three days post CT the patient underwent an ablation procedure. Post procedurally the patient experienced atrial fibrillation and cardioversion was performed. On (B)(6) 2023, the patient began non vitamin k antagonist oral anticoagulants (noac). No further patient complications were reported.